Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer was hospitalized due to a high blood glucose level. The customer gave herself a bolus for her lunch but it continued to rise. She tried to bolus again but received a no delivery alarm. Customer's blood glucose level went up to 440 mg/dl. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 325 mg/dl. She experienced a hyperglycemic event. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.